Manufacturer narrative:
Device discarded, so investigation not possible. No injury to patient. This report contains information from third parties, the accuracy of which has not necessarily been confirmed by the reporter.

Event description:
The lma airway was inserted but an adequate airway seal could not be achieved. It was removed and replaced with another lma airway. A herniated cuff was observed when the airway was removed. There was no patient injury.